Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device was out of specification on its uplink functional tests, though it was noted that it was able to interrogate. The cable was replaced to resolve and it then passed all final functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the radiofrequency programmer head which was originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.